Manufacturer narrative:
Device evaluation: g3, g6, h2, h6, and h11. Results of investigation: from the log data, the cause of the initial tf271 alarm remains undetermined, as the device was set to deliver 80% oxygen with an o2 supply pressure of 3.62 bar. As a precautionary measure, the customer recalibrated the device to minimize the likelihood of recurrence. Unit functioned as designed. No failure detected.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000e us 17,3" ventilator had tf 271 - "o2 supply fail - no o2 dosing possible. It occurred once while on a patient during multiple alarms such as 258 - disconnection exhalation valve, 251 - disconnection and 113 - pressure low. No patient harm was reported.